Manufacturer narrative:
Product analysis summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the 15th distal stent wraps with struts raised. Although stent meets od dimensional measurement criteria the stent deformation confirmation is based on the failed visual inspection of the stent. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the stent failed to cross the lesion. Negative prep was performed. Image analysis: image shows the distal portion of a device. Deformation is evident to the proximal stent wraps. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. The device was inspected with no issues noted. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device, excessive force was not used during delivery. It was reported that the stent was difficult to deploy and was therefore removed from the patient. It was also indicated that stent deformation occurred. The patient is reported to be alive with no injury.